Event description:
A user facility reported to olympus during preparation it was observed the knobs on the control body are loose on their evis exera ii ultrasound gastrovideoscope. Upon inspection and testing of the customer returned device, it was observed the distal end adhesive has deep cuts. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. During the inspection the reported event was noted deep cuts in the plastic distal cover, the image is flickering. It was also noted there was eight (8) full broken elements and the control knob is loose. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
Customer confirmed it was a therapeutic procedure that was completed with no issues and no impact to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and customer follow-up. Updated with information received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the deep cuts on the distal end adhesive likely occurred due to an external force applied to the part. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "inspection of the endoscope 3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.